Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 500mg/dl, and he was treated with an insulin drip. The customer experienced nausea, vomiting, and excessive thirst/urination. Troubleshooting was performed. Assisted the caller to run a fixed prime test and the insulin did exit. Performed the high pressure test and passed. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.